Event description:
It was reported when turning on vibration mode it will give audible alarms and alerts, and when audible alarms are set the pump vibrates. There was no adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.